Event description:
A customer reported that during surgery, the knife contained within the customer pak had a dull blade. Another knife was used to complete the incision and there was no harm to the patient.

Manufacturer narrative:
The returned knife was examined using 10x magnification and found to have a damaged tip. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Functional penetration test values for this lot met specification. The root cause of the damaged tip cannot be determined. (B)(4).